Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a navistar thermocool catheter. During the procedure, the catheter could not apperceive magnetic signal. The returned device was visually inspected upon receipt and the tip dome was damaged. Peek housing was bent and broken with internal parts exposed right next to distal side of electrode. A scanning electron microscope testing was performed over the damaged area. The results showed that the peek housing presented evidence of elongations, which might have been caused due to an external excessive force applied. No other anomalies were observed during sem analysis. However, it remains unknown how the peek housing was broken. Some follow up questions were made to the affiliate in order to get additional information but he/she never replied back. Then per the reported event, the catheter was tested per the reported event on eeprom, carto 3 and coil disconnection tester (cdt) and catheter failed the cdt and carto 3. The catheter was then dissected and it was determined that the potential root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint has been verified. However, for the peek housing condition it remains unknown how it was broken.

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter. The bwi failure analysis lab noted the returned product condition of damage to the tip dome and the peek housing. It was originally reported that during the procedure, the catheter could not apperceive magnetic signal. The catheter was changed to complete the procedure. There was no patient consequence. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that the tip dome was damaged. The peek housing was bent and broken with internal parts exposed right next to the distal side of electrode ring #2. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. This event was originally considered non-reportable; however, bwi became aware of the returned product condition severity of the peek housing damage on (B)(4) 2014 and have reassessed the event as reportable.